Manufacturer narrative:
A boston scientific technical services consultant reviewed the programmed parameters with the caller who planned on extending the recovery time to slow rate change after exercise. The patient will continue to be monitored and has been encouraged to keep notes regarding exercise and pacing support. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient who is a runner and a biker thinks he is not getting enough sensor response during exercise. No adverse patient effects were reported.